Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened act, up and down button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Unit passed self test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the customer insulin pump had keypad anomaly. The customer¿s blood glucose level was 109 mg/dl. The customer's father reported that the keypad was unresponsive (act button and arrow up) during normal use. The customer reported that the time clock was advancing. The insulin pump will not be returned for analysis.